Manufacturer narrative:
(B)(6). (B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent 3 levels oblique lumbar interbody fusion surgery and posterior spinal fusion at th9-s2ai for degenerative scoliosis on (B)(6) 2015. Post-op, proximal junctional kyphosis was observed. Kyphosis was progressing because pseudoarthrosis was found on th9 and th9 hook was back-out. On (B)(6) 2016, revision surgery was performed to remove the hook, place hooks at th4/5/6/7/8 and fix with rod using connector. The surgeon commented that kyphosis was progressing due to th9 pseudoarthrosis.